Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in the united states on (B)(4) 2014, which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced excessive bloating, weight gain, extremely painful stabbing pains in uterus, hair loss, dizziness, headaches, mood swings, heavy unpredictable periods and one coil was further in my uterus. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2013, the patient had essure (fallopian tube occlusion insert) inserted with lot number a73752. On an unspecified date, the patient stated experiencing excessive bloating, weight gain, extremely painful stabbing pains in uterus (so bad that she was unable to walk at times), hair loss, dizziness, headaches, mood swings and heavy unpredictable periods. On (B)(6) 2013, essure was removed by bilateral salpingectomy; removed coils and both fallopian tubes. Her doctor said that one coil was further in her uterus causing the pain. The outcome of the events was recovered / resolved. According to her, since the removal, all symptoms have disappeared. The relationship between events and essure was assessed as related.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs